Event description:
It was reported the patient experienced an umbilical hernia manifested by abdominal pain coincident with automated peritoneal dialysis therapy. Three days prior to the receipt of this report, the patient was hospitalized for the event. On an unreported date while hospitalized, the hernia was surgically repaired. Dianeal therapy was ongoing, but on an unreported date the dosage for the dianeal therapy was decreased. After five days of hospitalization, the patient was discharged. The patient was recovering from the event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). On an unreported date in the last week of (B)(6) 2015, the patient experienced an umbilical hernia and the patient was hospitalized for the hernia on (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. As the device was not returned, a device analysis cannot be completed; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.